Event description:
A customer reported a cartridge change error with their pump. The error did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support guided the customer through a step-by-step process to resolve the issue, which included inspecting and cleaning the pump components. After several attempts, the customer successfully loaded a new cartridge and was able to resume insulin delivery.